Event description:
Rptr had severe fibrocystic disease on both breasts and she had eleven breast biopsies. Due to the concern with cancer and difficulty in obtaining adequate mammograms drs suggested a subcutaneous mastectomy with silicone/saline filled implants. Shortly after surgery, rptr experienced hardening, tenderness and pain on both breasts she lived with these feelings because she had no other choice. After two years her right breast shifted and had moved. She is now diagnosed with reumatoid arthritis, lupus, fibromyalgia.